Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the device alarmed motor error alarm. Customer's blood glucose was 350 mg/dl to 400 mg/dl. Device had also alarmed no delivery alarm. During troubleshooting, device passed the displacement test. Act button was jammed. After troubleshooting, customer will not be returning the device for analysis.